Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While troubleshooting for a check patient line alarm, a technical service representative (tsr) was informed that there was air in the patient line during the initial drain phase of automated peritoneal dialysis (apd) therapy. The home patient (hp) was connected at the time the air was observed. Nothing unusual was noted during troubleshooting for the observed air. The tsr reviewed proper procedures with the hp and instructed the hp to complete therapy using continuous ambulatory peritoneal dialysis (capd). There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.